Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as unknown) correction made to b5: it was reported that the patient line of the amia (previously submitted as homechoice) cassette was unable to be disconnected from the transfer set. Correction made to d1: brand name: amia automated pd cycler set (previously submitted as ni). Correction made to d4: catalogue #: 5c5479 (previously submitted as asku). Correction made to g4: PMA/510k # or bla #: k151525 (previously submitted as ni). Additional information was added to d9, g1, h3, h6, and h10: h10: the device was received for evaluation attached to the transfer set. The returned patient connector was removed by hand from the female connector of the transfer set with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette was unable to be disconnected from the transfer set. This was observed during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.